Event description:
A cna placed a resident in the lift and raised it to the highest position. The cna was preparing to transfer pt into a wheelchair. A piece of equipment on the lift broke. The pt dropped onto their bed. No injury to the resident because they landed on their bed. This particular part has broken twice.